Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.1 and 5.2 in the main unit had failed and will not recover required maintenance. A field service engineer (fse) found the light emitting diodes illuminated, indicating no communication errors. All pockets were removed to check for any conductive debris that might be affecting functionality. The fse replaced the module controller and reconfigured the module controller. After the reboot, no storage spaces were reported as failed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawers 5.1 and 5.2 was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.